Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, button error, and battery out limit and moisture damage on the insulin pump. The customer's blood glucose reading was 449 mg/dl. The customer treated with syringe. The customer stated that the pump was submerged in water. The customer stated that the pump alarmed after battery change. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the battery out limit alarm, button keypad alarm due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.